Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. The hcp reported that the patient was going to be seen at their office for a pre-operative appointment on (B)(6) 2017 prior to a revision and the patient was new to their office. The hcp reported that they didn¿t have any information on what the revision was for or what was happening with the patient¿s system. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.